Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter, 4 implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported physical resistance due to interaction with the chordae and subsequent device causing damage to another device appear to be related to user technique and procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip damaged an implanted clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. Four clips were implanted, reducing the mr to 3-4. On (B)(6) 2017, a second mitraclip procedure was performed to treat the existing mr of 4. The initial clips were confirmed to be stable. The clip delivery system (cds 70301u278) was advanced to the mitral valve; however, the clip became caught on the chordae. Standard troubleshooting was performed, and the clip was freed from the chordae, but became caught on one of the implanted clips. The implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The clip was implanted and an additional clip was implanted to stabilize the slda clip. The mr was reduced to 3-4, with a good outcome. No additional information was provided.